Event description:
The unit was turned on then turned off, and the IV continues infusing. No pt consequence was associated with this event.

Manufacturer narrative:
The pump was returned for evaluation. Visual and functional testing was performed, and the pump was found to meet all manufacturer's specifications. The accuracy was tested at several rates and passed all tests. There was no visual damage noted on the unit. An inspection of the pressure plate revealed a "sticky" solution between the plate and the door panel. Co was unable to duplicate the reported overinfusion, however, it is possible that the sticky substance could have hindered the movement of the pressure plate during use. Co will continue to monitor for this issue.